Event description:
Boston scientific crm revealed information that less than two months after implant, this right ventricular lead dislodged and was noted to be in the inferior vena cava. The lead was repositioned and there were no adverse patient effects.